Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 5005447 / 5074712 / 5074989. The devices were disposed of and will not be returned for evaluation: therefore, a technical product analysis of the devices could not be completed.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was noted that the patients lead had migrated out of the skin and there was some bleeding at the location. The patient underwent an explant procedure wherein the leads were removed. The explanted leads were discarded.